Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 11 states, "wear and/or deformation of articulating surfaces." This report is number 3 of 3 mdrs filed for the same event (reference 1825034-2014-01064 / 01066).

Event description:
It was reported patient underwent a left hip hemiarthroplasty on (B)(6) 2000. Subsequently, patient was revised on (B)(6) 2013, due to synovitis and poly wear. During the procedure, the wrong sized liner was attempted to be implanted. The correct sized liner was utilized and the modular head was removed and replaced. A three hour delay occurred during the procedure.